Event description:
On july 24, 2006, the lay user/patient contacted lifescan alleging that the one touch profile was reading inaccurately low compared to other devices. The medical affairs specialist spoke with the patient on july 28, 2006 to obtain/verify the following information. Greater than 2 months ago, the patient saw her doctor for a regular visit. Prior to the doctor's visit, she got a meter reading in the "100's mg/dl." By the time she arrived to the doctor's office, her blood glucose was in the "300's mg/dl" on the doctor's meter. The patient retested on her meter and got a reading in the "high 100's mg/dl" and reading in the "300's mg/dl" on another device (lab's meter), performed within minutes apart. The doctor informed the patient that the meter may be inaccurate but the patient continued testing on the meter. Around 2 months ago (at 10am), the patient obtained a meter reading in the "high 100's mg/dl" while feeling cold, sweaty, and dizzy. Prior to developing the symptoms (at 8am), the patient took her oral medications (glipizide and metformin) and ate breakfast as usual. She went to go see her doctor who was one block away from the hospital later that day but the doctor was not available. A stranger near the hospital found the patient looking ill so he helped her get to the hospital. At the hospital, her blood glucose was "307 or 317 mg/dl" and was given two shots of insulin. She was released 7 or 8 hours later. Prior to contacting lifescan, the patient got a "178 mg/dl" on her meter while having symptoms of a headache and sweating. Within 20 minutes, the patient's son took her to the hospital where she got a "284 mg/dl" on the hospital's meter. The patient did not receive any medical treatment and was sent home. The patient stated that when she got home she took her usual dosage of metformin and glipizide and felt better. The patient also tested on a "true track smart system" but the meter readings were not reported. The customer care advocate verified that the meter was set up correctly. The test strips were in good condition, and the correct testing/cleaning techniques were used. The cca walked the patient through a check strip test, which passed, but the patient was unable to perform a control solution due to the control solution being expired. This complaint is being reported because the patient obtained meter readings that she perceived to be low while taking her usual oral medications. Eventually, she experienced symptoms that can suggest hyperglycemia. She was found to be hyperglycemic and was treated with insulin. The calculated difference of the meter readings compared to the doctor's meter and lab's meter also exceeds lifescan's accuracy criteria between two meters. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.